Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of over 400mg/dl and a high ketone level identified as dangerous by healthcare provider. Reportedly, an occlusion alarm occurred. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 24 hours later with the issue resolved and no permanent damage. Reportedly, customer was able to clear the alarm and successfully resume insulin delivery.